Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer follow-up. E2, e3 - information has been requested but unknown at this time. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the cause of white material found in the air/water nozzle was likely from the reprocessing staff at the facility not properly reprocessing the device per the instructions for use which made lint remain from cloths used or the facility staff not receiving proper training on reprocessing and/or device handling according to instructions for use. Investigation confirmed the white material was not originated from the olympus device. The specific root cause of how the white material entered the device could not be determined at this time. The following information is stated in the instructions for use regarding reprocessing of the device which may have prevented the event: "1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ the following information is stated in the instructions for use regarding use of the aw channel cleaning adapter to prevent clogging of the nozzle of the device which may have prevented the event: ¿to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure.¿ the following information is stated in the instructions for use regarding cloths used in reprocessing of the device which may have prevented the event: "all cloths used in reprocessing are recommended to be lint-free. Lint or cloth fibers shed into reprocessing fluids may be injected into the endoscope channels. There is the potential for lint or cloth fibers to lodge in channels or become trapped in the air/water nozzle. If gauze is used to reprocess the endoscope, ensure that fibers do not get caught on or remain trapped by protruding components like the air/water nozzle.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. Please see the updates in sections: g3, g6, h2, and h10. The customer facility sending in the device for repair is a hub company where in devices are reprocessed for several end users. The hub company has no information for this event, including device usage and pre-cleaning. Initial reporter details were not provided.

Manufacturer narrative:
This device is not sold in the us, but a similar device is sold. It is not known if the device was inspected before use. Original procedure before reprocessing was completed using the same set of equipment with no delay. Details of the patient of the original procedure are not known. Concomitant devices used with the device are not known. Reprocessing method is unknown. It is not known if the event is reported to any governing body. Customer was not so happy about the product performance. The device is returned and an evaluation completed for it. A full technical evaluation was completed in accordance with the original equipment manufacturer specification. The air/water nozzle was blocked with an apparent plastic type material. As a result the air channel flow, water flow, water removal, and water channel removal failed in inspection. Evaluation concluded that the contamination did not origin from the device but occurred during reprocessing. This is likely to be user error. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
The device was returned by the customer for the issue of air/water channel being blocked during reprocessing. There is no patient involvement and no harm or clinical impact to any patient. Upon evaluation for repair, there was white debris identified in the air/water nozzle. This medwatch is being submitted for the white debris found in the air/water nozzle.